Event description:
No additional information.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd product was kinked. The following information was received by the initial reporter with the following verbatim it was reported by the customer that the dialysis center has more than 100 patients with dialysis cath, and they have been seeing that the extension legs are kinking more than usual after they place the clamp.